Manufacturer narrative:
The psm arm was returned to intuitive surgical, inc. (Isi) for failure analysis evaluation. The arm was installed and configured on an internal test system and it passed the slow sweep test. Failure analysis investigation was unable to recreate the reported slow sweep failure. The axis 1 brake was replaced as a precautionary measure. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the psm arm failing the slow sweep test during preventative maintenance of the da vinci system.

Event description:
An intuitive surgical, inc. (Isi) technical field service (tfs) reported that during preventative maintenance (pm) of the da vinci surgical system, the patient side manipulator (psm) arm failed the 'slow sweep' test. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument. The psm was replaced. Although this failure was found during pm testing, and had no patient involvement, if this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event.